Event description:
Customer observed four samples from the same patient were positive with the advia centaur xp rubella g (rub g) assay. The historical results with an alternate method have been negative. One of the samples was negative by a second alternate method as well. There are no reports that treatment was altered or prescribed based on the discordant results. There are no reports of adverse health consequences based on the discordant positive advia centaur xp rub g results.

Manufacturer narrative:
The cause for the discordant result is unknown. The issue appears to be patient specific since multiple samples from the same patient exhibit the issue. The quality control results are within range. The system is performing to specification. The intended use section of the instructions for use (IFU) states the following: "the use of the advia centaur rubella g assay to diagnose recent infection by testing acute and convalescent samples is not recommended. The calculated values for rubella igg in a specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the rubella igg assay used. Values obtained with different assay methods cannot be used interchangeably. The reported igg level cannot be correlated to an endpoint titer."

Manufacturer narrative:
Initial MDR 1219913-2014-00274 was filed on october 23, 2014 reporting four samples from the same patient were positive with the advia centaur xp (B)(4) and discordant to historical results from an alternate method that were negative. The results were also negative on a second alternate method. December 4, 2014 - additional information. The customer sent one of the samples to a reference laboratory where it was found positive for the presence of (B)(6). These results confirmed the advia centaur xp (B)(6).